Event description:
Information received by medtronic indicated that the insulin pump battery compartment piece was cracked and missing. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment and base of pump found on (B)(6) 2022. Insulin pump received with blank display, base of pump case broken open, partially detached end cap and a missing motor assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing motor assembly, corroded battery tube, cracked case, detached end cap, cracked keypad overlay, broken battery tube threads, stained keypad overlay, end cap broken off, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained, faded and peeling; end cap address label faded). Blank display was confirmed during analysis due to moisture damage on the electronic stack and corroded battery tube. Cosmetic damage was confirmed at the battery compartment and base of pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.